Event description:
Echelon endo-gia 60 was used on pt, fired one white load, was removed from pt, and then was jammed and would not open to remove used staple load. It was removed from field and replacement opened to complete case.